Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product resulted in a medical event. Customer initially called on (B)(6) 2019 and reported that her adc freestyle libre sensor tip did not penetrate her skin. At the time of the original call there was no report of any treatment. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, she was unable to check her glucose levels and felt tired, thirsty, and "high blood". Customer had contact with a healthcare professional on (B)(6) 2020 who diagnosed her with hyperglycemia and administered "insulin, glucose, and saline" via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product resulted in a medical event. Customer initially called on (B)(6) 2019 and reported that her adc freestyle libre sensor tip did not penetrate her skin. At the time of the original call there was no report of any treatment. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, she was unable to check her glucose levels and felt tired, thirsty, and "high blood". Customer had contact with a healthcare professional on (B)(6) 2020 who diagnosed her with hyperglycemia and administered "insulin, glucose, and saline" via IV for treatment. There was no report of death or permanent injury associated with this event.